Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory (B)(4) reported that the male connection part on the summit size 6 broach broke during surgeon use. The broken tip was no longer than 10mm and was found inside the broach handle. All parts were held together to ensure there were not any remaining pieces. Was verified by surgeon. The device associated with this report was not returned for evaluation. Attempts to get additional information went unanswered. The lot number that helps determine the age of the device was not available. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep (B)(4). Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the male connection part on the summit size 6 broach broke during surgeon use. The broken tip was no longer than 10mm and was found inside the broach handle. All parts were held together to ensure there were not any remaining pieces. Was verified by surgeon.